Event description:
N/a.

Manufacturer narrative:
Additional point of contact: (B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 (initial reporter, event site telephone), h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched and identified that the power supply cable was interrupted. The engineer replaced the power-supply reel assembly with cable (0012-00-1688-22) and performed diagnostic and functional testing. The repair was completed successfully, and all functional tests passed. The issue did not cause any harm or delay to operators or patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) displayed battery does not charge. There was no patient involvement.